Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using byte aligners, a patient experienced bite alignment issues causing pain. The patient will undergo chairside orthodontic treatment to correct the issue.